Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image confirms the needle has become bent. A visual inspection revealed part of the suture was included. The anchors were not included. The needle overmold assembly is bent. The depth limiter button is in the default position. The actuator tip is in the t2 position. A functional evaluation revealed the actuator tip is seized. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair the fast-fix needle was bent and this caused an issue with the insertion of t2. T1 was left in the meniscus and t2 was removed from the patient using tweezers. The procedure was successfully completed using a back-up device. It is unknown if there was significant delay. No other complications were reported.